Event description:
It was reported that during a da vinci-assisted the surgical procedure, the fenestrated bipolar forceps had no cautery and black cable damage exposing wire. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting black cable damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found the conductor wire insulation was damaged on the distal end. The insulation does not exhibit thermal damage. The insulation is lifted with no pieces missing. The conductor wire is slightly exposed, but no wires are physically damaged. The instrument passed the electric continuity test. The instrument was placed and driven on an in-house system, and it was able to deliver energy. The root cause of damaged conductor wire insulation is attributed to component susceptibility to damage during use or reprocessing. The complaint regarding black cable damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. In addition, the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The root cause of this failure is due to proper cleaning/reprocessing techniques, such as insufficient flushing. This complaint is considered a reportable event due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.